Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no atrial sensed activity. An invasive procedure was performed to tighten the set screw.